Event description:
The laser fiber tip degraded during laser prostate procedure. Power setting was 2 joules and 50 hertz for a total of 100 watts. Fiber was removed from use and a new one opened. Manufacturer rep was present during procedure and witnessed occurrence. No harm to patient. Patient was discharged the following day with no complications from incident.====================== manufacturer response for fiber delivery device, duotome sidelite 550======================manufacturer rep was present at the time of the event, unknown at this time what their response was.